Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Approximately two months post implant, the patient presented to the hospital with heart failure symptoms. A computed tomography (CT) scan was performed and showed that the closure device was in the left ventricular outflow tract of the patient. The patient was brought to the operating room to undergo open-heart surgery. During surgery the closure device was successfully removed from the patient. While recovering post intervention procedure the patient decompensated and needed to be placed on extracorporeal membrane oxygenation. The patient remains in the hospital recovering from this event.